Manufacturer narrative:
Device evaluation; the catheter was returned without a band at the distal tip. Investigation of the catheter did not indicate any obvious manufacturing or design flaws. There was indication that the catheter was used heavily as result of a heavily calcified lesion. This may have impacted the epoxy distally allowing the band to slide off.

Manufacturer narrative:
(B)(4).

Event description:
This was a procedure to treat the patient for cardiac stenosis of the proximal lad from a moderately calcified lesion. A spectranetics 1.4mm elca laser sheath was selected to perform the procedure. During the procedure the radiopaque marker on the elca device separated from the catheter and became lodged in the artery. Multiple attempts, utilizing multiple devices were unsuccessful in retrieval of the marker. The case was abandoned and the patient was transferred to the ccu.